Event description:
A respiratory therapist was preparing a bipap circuit for use on a patient when the fep connector separated and detached. This piece is usually heat sealed to the circuit. This item is sold separately and can be inserted into the circuit, but respiratory staff are used to seeing the fep heat sealed into the circuit itself. This issue was first recognized at our royal oak location, but has since been discovered at our troy location and has been observed across several different lots. Manufacturer response for bipap circuit fep, fep circuit (per site reporter) a case was removed from our warehouse by a field representative and returned to philips for failure analysis. Philips representatives participated in a phone conference with respiratory to explain to inspect the circuits thoroughly prior to use. The fep can be added into the circuit, as they are sold separately, creating a friction seal which is safe for use.